Event description:
It was reported that within a week following the original surgery, it was reported that the femur was cracked. It was further reported that a new stem was used and the fracture was wired.